Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. The reportable malfunction of the endoscope reprocessor was used to reprocess scopes with an expired disinfectant was confirmed. Based on the results of the investigation, the root cause was failure to follow instructions. The event can be detected/prevented by following the instructions for use (IFU): customer could have seen the lcg replacement indicator mentioned on page 91. Warning from page 39, warning from page 388, page 14 for disposal of expired disinfectant. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor was used to reprocess scopes with an expired disinfectant. One of the scopes that was reprocessed was used on a patient. There was no reported patient harm.